Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. The previous ams device was removed and replaced with an ipp device. No information about the patient's outcome was provided. Additional information received. The previous ipp was removed because the it would not inflate due to there was no fluid in system. The device never worked. The patient had a good outcome.